Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint this issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during initial drain on the homechoice (hc). The technical service representative (tsr) explained the air alarm. The hp said they were connected and it came unhooked but they did not know how that happened. The hp cleaned the end of the line and then capped himself off. The hp would notify the registered nurse (rn) about the alarm. The technical service representative (tsr) had him cycle power to get a system error 2367. The tsr had the hp cycle power again to get back to start. The patient was not connected either at the time of the alarm or observed air. The patient line was not properly primed before connecting. Patient extension lines were not used. The patient line became separated from the transfer set. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.